Event description:
Reportedly, on (B)(6) 2013, the ICD and the atrial lead were replaced. Few days later, the remote monitoring report showed atrial lead impedance below 200 ohms, and sensing decrease. However, no alert was raised. On (B)(6) 2013, the device was interrogated with the programmer and atrial impedance was found at 283 ohms. Preliminary analysis suggested a lead or connection issue at atrial side.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.